Event description:
The suspect usb cable was received by the manufacturer. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that the vns programming system was not working. Troubleshooting performed by company representative identified two simultaneous usb cable failures as cause of the issue. The serials do not require return, as the failure mode is understood to be a failure of the serial cables associated with a disconnected wire connection. MFR. Report # 1644487-2016-02192 houses the 1/2 suspect faulty usb cable. MFR. Report # 1644487-2016-02193 houses the 2/2 suspect faulty usb cable.